Manufacturer narrative:
The driver's patient data file was reviewed and revealed an emergency battery error alarm thus confirming the customer-reported alarm. During incoming functional testing there were no abnormalities observed with the companion 2 driver. The customer-reported inability of the driver to turn on was not able to be replicated during the investigation. The emergency battery was separately evaluated and no diminished or permeant fault alarms were found that would indicate a device malfunction. The emergency battery was then subjected to a ten-minute battery discharge test and the battery was able to power the driver for the full ten minutes. The emergency battery most likely severely depleted and would therefore take a longer amount of time to charge than the customer provided. C2-900005, companion 2 driver operator manual, section 12.10, describes the proper driver storage requirements: always store companion 2 drivers in a hospital cart or caddy that is connected to external (wall) power. Storing the driver without external (wall) power may cause the emergency battery to deplete and may render the driver unusable for patient support. This issue will be monitored and trended as part of the customer experience process. Syncardia has completed its investigation and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
The companion 2 driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited an emergency battery error alarm during the system check. Additionally, after the driver was docked in a companion driver caddy for a few hours, the driver would not turn on.